Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that 3d could not be exposed. No patient was present. It was reported that it could possible have been a software issue.

Manufacturer narrative:
The system was serviced in the field and failed testing. 3d images could not be displayed. The applications on the mobile viewing station (mvs) and image acquisition station (ias) were reinstalled and the firmware was updated but the issue still happened. Codes b01, c13 and d15 are applicable. It was later noted that the mvs computer was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Information references the main component of the system. Other relevant device(s) are: product ID: u nk_oarm_comp, serial/lot #: -, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.